Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the dcs in this system report may have caused or contributed to a death or serious injury or that the dcs in this report has malfunctioned. Therefore, the dcs does not meet the reporting requirements in 21 cfr 803. However, the valve will remain reportable. Updated data: b2. B5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the patient experienced "block." Additional information was received that after the transcatheter was fully released, the "block" first occurred. Following the procedure, the patient returned to the room with pacing left in place. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the conduction disturbance.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the patient experienced "block."